Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's blade was found to be dislodged between grips, there was a slight biodebris resided within the grip assembly. The instrument did not pass self-test and instrument engagement. An additional observation not reported by the site was that the blade's cable was bent and therefore the blade was misoriented. An additional observation not reported by the site was that there was missing material, approximately 0.3 x0.3 of material was missing at the grip assembly. The surface of the grip was no longer smooth, appeared to be scraped off. The instrument passed electrical continuity testing. The instrument had an oval shaped char mark approximately .060 x .090 in diameter. One instrument grip exhibited localized melting at the gate vestige area which was located at the backend of grip and between both tang angles. The damaged area was examined and found with material likely missing and had a depth of .005. No damages found on conductor wires. In addition, failure analysis investigation found during review of the system logs, and it showed that during the procedure that a monopolar curved scissor (mcs) instrument was used. Based on previous in-house testing performed, it is likely mcs instrument energized onto metal feature located at the midpoint of the grips and caused the arcing event. No other damage was found. Warning: exercise caution when working with monopolar instruments close to the vessel sealer. Unintended energy may be delivered from the active monopolar instrument to the vessel sealer. This could result in burns to tissue in contact with any of the vessel sealer's metal parts or its cannula. To exercise caution in these scenarios, the monopolar tip should be closer to the tissue than to the vessel sealer.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the endowrist one vessel sealer instrument blade played out and was not engaging. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient. Intuitive surgical inc. (Isi) contacted the site to obtain additional information concerning the reported event; the customer confirmed that the surgeon was using a monopolar curved scissors (mcs) at the time with the vessel sealer instrument. The customer stated that the mcs and vessel sealer instruments were used very close together.